Manufacturer narrative:
When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium packaging was opened, they found a ¿hair¿ inside the package. The description of the foreign material is ¿long, curly, black/brown.¿ caller stated the hair was on the side of the packaging and looked like it had been glued into the packaging. The sheath was replaced and the case was continued. The device was not used on the patient. There was no patient consequence. Device evaluation details: the sheath was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo sheath. The sheath was returned without its original package; as such, further test cannot be performed due the returned condition. The customer provided a picture to aid in the investigation. Based on the picture provided by customer, a hair was observed inside the package. Customer complaint was confirmed based on the picture received. It was concluded that no assignable cause could be determined for the reported failure. There is a potential opportunity in the manufacturing process, therefore, an internal corrective action has been created to address the opportunities related with the failure mode presented. A device history record evaluation was performed, and no internal action related to the reported complaint condition were identified. The instructions for use contain the following warning stated: do not use if package is damaged. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's ref. # (B)(4)

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer to aid in the investigation. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a foreign material was found inside the sterile packaging. When the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium packaging was opened, they found a ¿hair¿ inside the package. The description of the foreign material is ¿long, curly, black/brown.¿ caller stated the hair was on the side of the packaging and looked like it had been glued into the packaging. The sheath was replaced and the case was continued. The device was not used on the patient. There was no patient consequence.